Manufacturer narrative:
The handpiece was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and it was discovered that a bearing had become stuck in the motor assembly. The motor assembly was repaired and the bearing was replaced. Add'l preventative maintenance was also performed and the handpiece was returned to the customer.

Event description:
It was reported by the user facility that the drill continued to operate when the trigger was not activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.